Manufacturer narrative:
Correction: b3.

Manufacturer narrative:
Upon receiving the pump, the distributor performed a history review and system check. Pump history found the battery gauge was inaccurate and a power source alert occurred while charging pump battery. Troubleshooting was performed and power source alert occurred multiple times while charging battery. Code 2885 removed; 1383 and 2896 added.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method of insulin therapy.